Event description:
It was reported that during a colostomy, an intermittent tone was occurred while the system was not being used. The device was replaced and the case was completed without incident.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a nose cone damaged. However, the instrument activated properly when tested with a generator. The handpiece was disassembled, a torn isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.